Manufacturer narrative:
**UDI related data quality updates only** this supplemental report is sent as correction to the previous submitted MDR to provide rationale for missing UDI code. D.4 additional unique device identifier (UDI) number is not available for this product as the medical device was manufactured before the FDA compliance date to implement UDI code.

Event description:
See initial report.

Manufacturer narrative:
H10: based on the outcome of technical service activity, it cannot be ruled out that the most likely root cause of the reported event was a defective switching power supply that was not providing enough power to the connected gas blender.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in germany. A livanova field service engineer was dispatched to the customer site and changed the power supply. The error disappeared. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a gas blender displayed error in ad transformer (e15) during priming. There was no patient involvement.